Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the physician tried to place the active fixation atrial lead several times (always with bad sensing/thresholds). At attempt 4, the stylet did not go through the lead. Even after removing the stylet and cleaning it, the problems still remained. The lead was not implanted. No patient complications have been reported as a result of this event.